Event description:
It was reported that the user experienced difficulty attaching a connector during use, which was resolved on the call by switching to a new connector. Symptoms included no adverse clinical effects. Outcomes included no impact on therapy continuity and no alerts or alarms. Investigation included user troubleshooting and education by support personnel. Investigation of this case revealed a connection difficulty that was mitigated by using an alternate connector, suggesting a faulty connector from the referenced lot. It was concluded that a device component issue with the connector likely contributed to the attachment difficulty, and a replacement connector was shipped using standard fulfillment.